Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown, seroma-late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, granuloma and rupture.

Event description:
Patient reported "health issues", "diseases", and left side "rupture" and inflammation and concern of device on the left side. The device remains implanted. Patient reported capsular contracture baker grade unknown, granuloma and "fluid".

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "health issues", "diseases", and left side "rupture" and inflammation and concern of device on the left side. Patient reported capsular contracture baker grade IV , granuloma and "fluid". Patient additionally reported swollen lymph nodes. The device has been explanted and replaced.